Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Multiple attempts were made for the keypad to respond and the keypad remained unresponsive. Keypad overlay was removed and moisture damage was noted during visual inspection, leading to unresponsive buttons. Proceeded by cutting the unit open and performed visual inspection on connectors, keypad flex connector was plugged in properly. Electronic stack was removed and moisture damage was noted on keypad flex connector and electronic assembly. Unable to download unit history files using thus software. Unable to perform self test. Unit was received with battery tube threads - cracked, cracked case (battery tube) and scratched case. In conclusion, customer allegation was confirmed when unit was received with cracked case (battery tube). However, unit was also received with unresponsive buttons. Keypad anomaly was due to moisture damage on keypad overlay traces, keypad gold flex connector and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. No harm requiring medical intervention was reported. Product mmt-1781k was returned for analysis.